Event description:
It was reported that a pt underwent a sling procedure in the "u" position in 2008. The pt had persistent discharge after surgery. Ten days later, the pt went to her physician complaining of malaise and tiredness and the pt had developed a wound infection. The physician prescribed five days of antibiotics and the symptoms were resolved five days, later.

Manufacturer narrative:
Date sent to FDA: 12/23/2008. (Infection occurred) - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.